Event description:
The reporter noted that after implanting the malibu screw during l5-s1 lumbar spine surgery, it was found there was a deformity on the edge of one that prevented the locking caps to fit over it. The doctor had to replace the screw. There was no patient injury. The surgery was prolonged by 1 hour due to this issue.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2012. The investigation included: method: evaluation of actual device. Review of receiving inspection reports. Review of integra complaint management database for similar complaints. Results: the returned device was evaluated; because the screw was successfully implanted, it can be inferred that there was no prior damage. The housing damage would prevent the screw from interfacing with the polyaxial driver. Surface damage on the housing appears to be due to the removal of the implant. The damage to the screw housing prevented the locking cap from threading onto it. A review of the receiving inspection reports for this lot, it was concluded that all product was manufactured, inspected and accepted for use by the quality control department per the aql level and specified requirements of the rir with no associated nonconformance noted. A review of integra complaint management database confirmed that this is the only complaint of this nature for this part number for the last two years. Conclusion: based on internal investigation, the root cause is unknown, as reported damage is the cause of the complaint. Damage from removal of the screw is also present. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.